Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6) revealed no anomalies were visually observed, recharger problem, cannot continue, call medtronic message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: 28-dec-2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was patient reported that their recharger was not working properly and they need that for the pain on their back and leg. Pt stated that they don't usually have a problem but lately, it wouldn't charge and the paddle would get hot. Pt confirmed that the issue started last week. Patient (pt) stated that their ins was replaced after 10 years but they couldn't remember that they were given a new "chargeable stuff" because they still have the same one. Pt requested to connect with their manufacturing rep. Agent reviewed patient services role and redirected the patient to their healthcare provider to schedule an appointment with their manufacturing rep. Agent sent a request to repair to replace the recharger. Patient (pt) mentioned about their upcoming appointment with their hcp on wednesday.